Event description:
Literature: lee jy, han jh, kim hj jeon bs, kim dg, paek sh. Stn dbs of advanced parkinson's disease experiencing in a specialized monitoring unit with a prospective protocol. J korean neurosurg soc. 2008:44(1):26-35. Summary: this study evaluated a total patients from 2005 - early 2006 to assess the short term outcome of stn stimulation for patients with advanced pd evaluated in a 24h monitoring unit for movement disorder. Patient suffered adverse effects after dbs surgery. Patient underwent re-operation to reposition the electrodes which were too medially located near or in the red nucleus. It was confirmed by the fused image of pre-and post-operative MRI taken at 6 months after stn dbs. See manufacturer report number: 2182207-2009-02211.